Event description:
A malfunction was reported on the customer's pump, identified by the error code malf 12. There was no adverse impact to the customer's blood glucose level. The customer will continue using the current pump as a backup therapy, and tandem technical support arranged for a replacement pump to be sent. The customer was instructed on how to return the faulty pump using a pre-paid label, and confirmed understanding of the necessary steps to take with the replacement pump.